Event description:
It was reported that during an unknown procedure, the jaws fell off from the jaws when it was fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 13 clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the dropping or ejecting clips of the reported event. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: please clarify, how ¿the jaws fell off from the jaws when it was fed into the jaws.¿. Did device drop or eject clips? => the device dropped clips. Did jaws separate from the device? =>no.